Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open and required maintenance. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, auxiliary drawer failed to open and required maintenance. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer was off the bus. While checking the storage space configuration, it was noticed that the remote manager was listed as disconnected. Further inspection of both the main and auxiliary units revealed that no drawers were being detected. A field service engineer (fse) opened the electronic compartment and observed that there were no lights on the communication sled. The station was powered off and replaced the communication sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.